Event description:
A customer contacted baxter's technical service center reporting a system error (se) (air in line) 2240/2367 during drain 4 of 4 on the home choice (hc) . The home patient (hp) disconnected and forgot to press stop. The hp cycled the power to the se 2367. The technical service representative (tsr) reviewed the disconnect procedure. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint is for a system error 2240 during the drain stage, where the home patient indicated proper disconnect procedures were not used. This complaint is confirmed because disconnecting from the set is a use error that may cause a system error 2240 and/or contamination. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if additional relevant information is received.